Manufacturer narrative:
A review of the result files on the neo showed that negative reactions visually appeared weak positive. The customer was advised about the limitation in the operator manual which states the neo cannot reliably detect hemagglutination reactions that are graded as 1+ or less in test tube methodology. Immucor product investigations lab performed the pooled cells and pooled cells validation assays on retention product with capture-r ready-screen (pooled), lot n345. Product performed as expected. The customers returned sample was tested and negative results were obtained with both assays. An immucor field service engineer performed the unexpected reactions checklist. The probe and centrifuge belt were replaced. Testing was performed on ten samples, including the sample with unexpected negative reactivity. Eight resulted as negative as expected. Two samples resulted as no type determined. The customer was referred to the limitation section of the package insert which states that antibody screening tests employing pooled reagent red blood cells will not be as sensitive as those incorporating the red blood cells of unpooled single donors. There were no product deficiencies identified.

Event description:
A customer reported that unexpected negative reactivity was obtained with capture-r ready-screen (pooled) test wells on galileo neo 90235 during validation testing.